Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. It was reported that the audio bolus button had an intermittent response and occasionally required multiple button presses to elicit a response. Reportedly, the audio bolus button had fallen off the pump. It was determined that the tactile changes had occurred prior to the damage to the button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/20/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/30/2013 with the following findings: during evaluation, the audio bolus button cover was found to be completely detached from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.